Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 347475. UDI: (B)(4).

Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a lead and ipg replacement procedure.